Manufacturer narrative:
(B)(4): the customer reported the device was discarded. Since the product was discarded we were unable to perform an investigation, the root cause of customer's experience is unk.

Event description:
Customer reported a chemo spill involving alaris tubing. The leak occurred at the distal end of the rigid blue connection. The chemo had finished and saline was infusing. The spill was less than 5 mls. No pt harm. Set discarded. Lot number unk. Although requested, no additional info provided.